Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent patient presented remotely via merlin.net transmission after receiving a vibratory alert for low, out of range, pacing lead impedance on the right atrial lead. The patient was brought into the clinic for further evaluations on (B)(6) 2019. The patient was asymptomatic. Ra lead measured impedance values were consistently low, and at times, they were out of range. All other lead measurements were within normal limits and stable. Range of motion maneuvers and physical manipulation of the device allowed to create ra lead noise. Lead extraction was discussed. It was noted that rv pace percentage was increasing steadily as the patient¿s av conduction continues to deteriorate, and therefore, evaluation for possible upgrade to crt-d will be done in the near future. No programming changes or intervention has been performed yet. The patient remained stable throughout and after the follow-up visit.